Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were red blood cells in the gel and floaters in the plasma of an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary, bd received two photos for investigation. The evaluation of these photos indicated the presence of poor barrier separation. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality- poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2, it was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were red blood cells in the gel and floaters in the plasma of an unspecified number of samples. No adverse impact was reported regarding the patient or user.